Manufacturer narrative:
Based on the information provided, the patient having underlying medical conditions, a history of preceding seromas, and not following the protocol and aftercare instructions have been ruled out as potential causes. The device history file for both the ecoin device (B)(6) including the sterile load history report (300-974) and the procedural kit lot (301-355) available at the implantation facility were reviewed and there were no related issues found. The ecoin device is used to treat urgency urinary incontinence. The cause of the wound seroma is unknown. The investigation findings do not lead to a clear conclusion on the cause of the reported issue. Therefore, the root cause code was selected as unable to determine.

Event description:
The patient reported an allergic reaction, wound seroma, as well as redness and oozing at the explant site. Antibiotics and a topical corticosteroid were prescribed to treat the wound seroma and explant site redness. The patient required additional wound healing checks on may 11, 2026 as well as may 14, 2026 which showed redness. No further wound healing checks were completed after (B)(6), 2026 as the surgical site appeared closed. As of june 17, 2026, there is no additional information regarding the current patient status or if the wound seroma and redness have resolved.